Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced high blood glucose (bg), however, a specific value was not provided. Cause of high bg was unknown. The customer administered a manual injection to address bg level. Additionally, the pump battery could not be charged. Additionally, the battery gauge was fluctuating. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally the alleged battery not charging and the alleged high bg issues could not be verified.